Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist restarting the cabinet using the power switch and restarted all in one to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower message on the screen stated that the drawers were offline. The customer confirmed that they were unable to log on to issue pregabalin and also noted that there had been a recent power outage at the facility. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.